Event description:
A bipap a40 ventilator was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. It was noted the accessory port cover was missing. In addition, a ventilator inoperative alarm had occurred indicating failure of the outlet pressure sensor. The device's printed circuit board assembly would require replacement to address this issue. However, no repairs were completed because the customer requested that the device be scrapped. The device will be included in the fsn 2023-cc-src-039.